Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by customer that "we have been having some issues with our 3fr provena catheters where we place the line without issue and upon our initial check for blood return after removing the guidewire, we have blood return however by the time we place our dressing and do the final check, we no longer have blood return or shortly after, we are told it no longer flushes or has blood return. It has happened two times in the past few weeks on different types of patients." This report addresses the second event.

Event description:
It was reported by customer that "we have been having some issues with our 3fr provena catheters where we place the line without issue and upon our initial check for blood return after removing the guidewire, we have blood return however by the time we place our dressing and do the final check, we no longer have blood return or shortly after, we are told it no longer flushes or has blood return. It has happened two times in the past few weeks on different types of patients." This report addresses the second event.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Initial medwatch report was submitted, upon further review it was found that this medwatch report 3006260740-2023-05444 is a duplicate file and has been voided. The original event was submitted on medwatch report 3006260740-2024-00046.